Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera head associated with this complaint and completed investigations. The camera instrument was found to have a broken distal window lens on the camera head. A visual inspection of the camera housing for damage such as deep scratches, cracks, faded or missing labeling, and missing parts was performed and failed. The camera lens was completely broken; however, still able to do the qap (quality assurance procedure) and passed light guide engagement, functional testing, focus, zoom, white balance, video start up and initialization. There was only 2.66mm of lens material still on the camera head lens.

Event description:
It was reported that during central processing, the handheld camera head was inspected, and the glass lens was shattered. It was indicated that the issue occurred during transport. There was no report of patient involvement or patient injury.